Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), ubd:, UDI#:. Product ID: 37761, serial/lot #: (B)(6) was returned for analysis. Analysis found the connector had bent pins and the recharger was frayed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they had the recharger connected to the power supply for twenty-four hours but the recharger hadn't charged. Caller said that the desktop charger (dtc) green light was on and that the equipment was working but as soon as they plugged the dtc into the recharger, the recharger would beep and show that the recharger battery needed to be recharged. Caller saw no apparent damage to the dtc connector pin. Caller said that recharger showed that the recharger was dead. Caller said that it looked like the recharger was charging but the recharger wasn't actually charging. Caller noted that they had the equipment left in a basket so it didn't get moved around. An email was sent to the repair department to replace the recharger. Additional information received from the patient. Caller called stating they just ordered a new insr and yesterday they came back from vacation and tried to recharge the insr but it charged to half then stopped. They continued to recharge the insr and this morning the insr was not recharging even though the dtc had a green light on. Caller then said the insr was fully charged on monday but now it would not recharge. A new desktop charger was requested.